Event description:
The customer reported that a patient was found out of bed. When the staff checked the exit mat, it was not always triggering the alarm. Nothing happened to the patient. No patient injury was reported.

Manufacturer narrative:
(B) (4). Evaluation results: evaluation of the returned product shows that the mat had been folded in the package; however, it functions ok. (B) (4).